Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic manager stated the patient was connected to the 2008t hemodialysis (hd) machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately 15 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 700 and the patient¿s blood flow rate (bfr) was 450. The manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. Per clinic manager no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine.

Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for manufacturer evaluation. During gross visual examination of the sample, there were no defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test and a steady flow of bubbles (indicating a leak) was noted from the cavity ID end potting cut surface. The dialyzer was then subjected to destructive disassembly to isolate the leak found during bubble point testing. Upon removal of the fiber bundle, a short fiber was noted at approximately 30° with the dialysate ports at 0°. During the lot history review it was noted that there are no other reported complaints against the lot. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A clinic manager stated the patient was connected to the 2008t hemodialysis (hd) machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately 15 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 700 and the patient¿s blood flow rate (bfr) was 450. The manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was approximately 200ml. The manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. Per clinic manager no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine.